Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient had recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted he found multiple recurrent hernias along the right and left side of the previously placed mesh. The mesh had pulled through the sutures through the fascia causing multiple hernias around the previously placed mesh. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted the mesh had become infected and eroded into the small intestine. He underwent extensive and meticulous lysis of adhesions to expose the mesh. Multiple areas of the small bowel needed to be resected and the entire infected mesh was removed. It was reported that the patient experienced severe pain and mobility limitations. The patient had a previous mesh implanted on (B)(6) 2008 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/25/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 7/1/2022. Additional b5 narrative: it was reported that the patient experienced obstruction following surgery.